Event description:
Pt with an elongating prosthesis (wright medical repiphysis distal femur) required early revision secondary to deterioration of the implant. Fragmentation of the inner components of the device with small metal debris was noted in films prior to revision. At surgery there were mutliple small metal fragments throughout the synovium, particularly about the knee with pitting and some changes within the distal femoral component believed to be secondary to the metal debris and chronic wear and tear. Leg length was not effected but pt did notice a popping sensation in the knee.